Event description:
It was reported that a vns patient with severe epilepsy secondary to pitt-hopkins syndrome died on (B)(6) 2026 from aspiration-related lung disease/pneumonia. The patient had a long history of neurological impairment and chronic dysphagia that predated vns therapy. Vns therapy was initiated in 2017, with generator replacements in 2021 and (B)(6) 2026 due to normal battery depletion. Prior to the (B)(6) 2026 generator replacement, the generator had been inactive for approximately six months because of battery depletion. During this period, the patient's swallowing difficulties and coughing had already worsened. Settings were adjusted for dysphagia. In (B)(6) 2026, the patient developed severe aspiration-related pneumonia requiring ICU admission and subsequently died. Although clinicians recommended temporarily suspending vns stimulation using the magnet to evaluate a possible relationship between stimulation and coughing, the family declined. The treating physician concluded that the patient's death was more likely related to progression of pre-existing dysphagia and aspiration risk, potentially exacerbated by intubation associated with the (B)(6) 2026 generator replacement procedure, rather than vns therapy itself. The death report identified aspiration pneumonia/lung disease as the cause of death and stated that the vns system was not believed to be related to the patient's death. No autopsy was performed, and no death certificate was provided. No other relevant information has been received to date.